Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the back-electrode. There was no alleged device malfunction contributing to the irritation. The patient reported a wound nurse visits the patient 3 times a week to dress and care for the wound. Outcome of the open wound is unknown.